Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a proglide device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, there was resistance when the proglide was being introduced and advanced in the anatomy and there was poor blood flow coming from the marker lumen. Nevertheless, the device was advanced further and deployed. There was difficulty when attempting to remove the device from the patient anatomy, after deployment/removal of the needle plunger. After several attempts of opening and closing the foot of the proglide with the lever, the lever did not close completely. The device was able to be removed from the patient anatomy. As the device was removed, it was noticed that the foot of the proglide was not fully collapsed. The physician then attempted to tighten the knot of the proglide down, but the suture could not be advanced deep enough in the patient anatomy with the knot pusher to achieve hemostasis. It appeared that the proglide was not in the vessel when the proglide device had been deployed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿there was poor blood flow coming from the marker lumen¿, ¿the lever did not close completely¿ and ¿the foot of the proglide was not fully collapsed¿ were not confirmed. The reported ¿there was resistance when the proglide was being introduced and advanced in the anatomy¿, ¿there was difficulty when attempting to remove the device from the patient anatomy¿, ¿the suture could not be advanced deep enough in the patient anatomy¿ and ¿the proglide was not in the vessel when the proglide device had been deployed¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, there was poor blood flow from the marker lumen; however, the device was still deployed. It should be noted that the perclose proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood ("mark") is evident from the marker lumen. Reportedly, there was resistance when the proglide was being introduced and advanced in the anatomy and difficulty when attempting to remove the device from the patient anatomy. It should be noted that the IFU, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.